Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and smart device on (B)(6) 2016. Patient's father stated no other background applications were running, however dexcom representative advised that the g5 application must always be running in the background and that no other (B)(6) applications should be paired to the smart device. Patient's father reported receiver was functioning properly, and would instruct patient to use the smart device and not close the g5 application. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/08/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.